Manufacturer narrative:
The insulin pump passed the displacement test. The device was received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the error test, unable to verify prime alarms or perform prime test due to motor error alarm. The ump received with normal operating current. Pump passed self- test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor. Customer's blood glucose level was unknown at the time of the incident. It was reported that during manual prime, insulin began to squirt without pressing any button. It was reported that the insulin pump was not bumped/dropped and that the drive support cap was not protruded or loose. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.